Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with an impella cp for support due to acute myocardial infarction. It was noted that the impella cp serial number (B)(6) was opened and prepped. During set up and prior to insertion, the purge cassette was not properly seated and cracked when attempting to close the purge door. Once a new purge cassette was replaced, the physician realized it was a purge issue and not a pump issue. Pump serial number (B)(6) was connected and implanted for duration of the case without issue. Pump serial number (B)(6) was never connected and discarded. During support it was reported that on bedside echocardiogram the impella looked to be pointed at the mitral valve. Urine was light pink. The pharmacy was getting purge solution with sodium bicarbonate added and pedal pulses were operable. The site was clean, dry and intact. Additionally, the patient was taken to the intensive care unit and while being checked in began to code. The patient was losing volume rapidly out of the chest tubes. Over three liters were lost during the code and the patient remained in pulseless electrical activity for the duration of the code. Rhythm was not obtained back and the patient expired.